Event description:
It was reported that pump screen remained dark and would not turn on despite multiple attempts to power it on and charge it. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed on several troubleshooting steps, including button presses, charging, and waiting for startup, but pump did not recover, so tandem technical support arranged a warranty replacement pump. Customer planned to use multiple daily injections as backup insulin therapy, was advised they would receive pump with updated software, was instructed on storage mode and on returning malfunctioning pump within required timeframe, and was informed they would need to reprogram pump settings and reconnect continuous glucose monitor on replacement device.